Manufacturer narrative:
Clarification to b3: partial date of sep/2025 provided. Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "benign calcifications". Later healthcare professional reported "capsular contracture baker grade I". This record is for the right side. Device remains implanted.